Manufacturer narrative:
H.10. Livanova deutschland identified that the information which were provided in the first follow-up were incorrect. The correct investigation results are the following: the complained gas blender has been returned to livanova deutschland for further investigation. During the evaluation the reported error could be detected on air and o2. At this point all connections have been checked, well groomed and screwed. A second functional test has been performed without further issues. Livanova deutschland identified that the reported deviation has been caused by a small leak due to not properly groomed connections. However it could not be determined how the connection became disconnected.

Manufacturer narrative:
Tests conducted at the manufacturer site could confirm the reported issue. The measurement and mass flow controller bridges for air and oxygen have been replaced in order to solve the failure. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). The device was requested back to livanova (B)(4) for further investigation and repair. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system displayed an error message during set-up. There was no patient involvement.